Manufacturer narrative:
29-nov-2017 product investigation results: reporter returned toothbrush head on 26-oct-2017. Toothbrush head confirmed to be counterfeit.

Event description:
Brush heads broke off in mouth [device breakage]. No adverse event [no adverse event]. Product counterfeit [product counterfeit]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on 29-sep-2017 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills crossaction broke off in her mouth. She reported she bought a pack of 8 brushes, and she had previously used this version of brush head. No symptoms developed. Relevant history: the consumer reported she bought fake brushes in the past, and the heads kept breaking off. No further information was provided.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter, therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Brush heads broke off in mouth [device breakage], no adverse event [no adverse event]. Case description: report source: non-event - spontaneous. A female consumer of unspecified age reported via phone on (B)(6) 2017 that while using an oral-b rechargeable toothbrush, version unknown, the oral-b power oral care refills crossaction broke off in her mouth. She reported she bought a pack of 8 brushes, and she had previously used this version of brush head. No symptoms developed. Relevant history: the consumer reported she bought fake brushes in the past, and the heads kept breaking off. No further information was provided.